Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The noise was not reproduced and no obvious anomalies were seen. The patient was discharged from the emergency room and will be monitored.